Event description:
High impedance was reported. Review of device data showed oversensing and inappropriate shocks. It was subsequently reported that the lead was removed, and it appeared to have a clavicle crush. The patient's attorney later alleged that the patient sustained injuries as a "result of being shocked by the malfunctioning defibrillator lead," which required corrective surgery. Further allegations from attorney reported the patient "has sustained and will continue to sustain severe physical injuries, severe emotional distress, and economic losses," as a result of the lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise and varying impedance was observed. The ventricular sic (sensing integrity counter) recorded a lifetime total of 3540. A high value of this counter can indicate a potential intermittency in the system. Other: high impedance was reported. Review of device data showed oversensing and inappropriate shocks. It was subsequently reported that the lead was removed, and it appeared to have a clavicle crush. The patient's attorney later alleged that the patient sustained injuries as a "result of being shocked by the malfunctioning defibrillator lead," which required corrective surgery. Further allegations from attorney reported the patient "has sustained and will continue to sustain severe physical injuries, severe emotional distress, and economic losses," as a result of the lead. No further patient complications have been reported as a result of this event. No conclusion can be drawn; crush impedance, high lead(s), fracture of oversensing shock, inappropriate malfunction.